Manufacturer narrative:
Additional information: section h - evaluation method codes. Added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint reference #: (B)(4). H3 other text : device not returned.

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a iab optical sensor failure alarm. The getinge representative advised the customer to press zero for a calibration and the message remained. Advised to disconnect the fiber optic sensor and reconnect but the message remains. The central lumen is connected to a flush bag with a transducer and a pressure cable to the back of the pump. They tried transducing the central lumen and tried transducing a radial aline but upon investigation, they have the wrong pressure cable for the iabp. They will attempt to locate the correct cable in the cath lab. The pump is in ECG trigger and pumping. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a iab optical sensor failure alarm. The getinge representative advised the customer to press zero for a calibration and the message remained. Advised to disconnect the fiber optic sensor and reconnect but the message remains. The central lumen is connected to a flush bag with a transducer and a pressure cable to the back of the pump. They tried transducing the central lumen and tried transducing a radial aline but upon investigation, they have the wrong pressure cable for the iabp. They will attempt to locate the correct cable in the cath lab. The pump is in ECG trigger and pumping. There was no reported injury to the patient.